Event description:
It was reported that the customer changed the battery and inserted a new battery, but his insulin pump had a frozen screen and made a high constant pitched noise. The blood glucose reading was 13mmol/l. Troubleshooting was performed; the battery was removed for two hours and a new battery was installed, but the anomaly continued. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.